Event description:
As reported by the edwards field clinical specialist, the patient underwent pvl closure 7 days post tavr procedure. Review of medical records revealed that initially the patient underwent transapical tavr with placement of a 26 mm sapien valve. He had extensive calcification near the left coronary cusp extending into the left ventricular outflow track (lvot). At the end of the procedure the patient was noted to have at least moderate perivalvular regurgitation as well as moderate central regurgitation. The patient has had an acute episode of decompensated heart failure as well as thrombocytopenia, concerning for possible hemolysis from his valvular leak. Given these considerations, a percutaneous perivalvular leak closure was performed with transesophageal echo guidance. A 6 mm amplatzer duct occluder ii was placed successfully.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, per review of the operative report, the pvl appears to be due to extensive calcification near the patient¿s left coronary cusp. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.